Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited undersensing of the atrial fibrillation (af) signals. Programming changes on the sensitivity were suggested; no changes or intervention were reported. There were no patient consequences.